Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6(investigation findings, investigation conclusions).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between catheter and sheath. The maquet sheath was returned covering the catheter tubing. The extender tubing was also returned. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal tubing and extender tubing was performed and a leak was detected on the membrane approximately 1.01cm from the rear seal measuring 0.013cm length. The reported problems were most likely triggered by a leak which was found on the membrane by the rear seal. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint ID: (B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6, h11. Corrected field: d10.

Manufacturer narrative:
Due to character restrictions in block e1. Initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported during use that intra-aortic balloon(iab) catheter restriction and blood seen in the helium tubing of an iab catheter. There is no known harm to the patient.